Event description:
Customer reported device had frayed wires. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The spot vital signs lxi measures systolic and diastolic pressure (excluding neonates), pulse rate, temperature (oral, adult axillary, pediatric axillary, rectal, and ear), and pulse oximetry (spo2) as well as calculates mean arterial pressure (map). Furthermore, spot vital signs lxi allows the entry of height, weight, respiration rate, and pain level. Spot vital signs lxi also calculates body mass index (bmi) following height and weight entry. For protection against shock, electrically powered welch allyn medical devices are designed, validated and manufactured per the isolation standards in "iec 60601-1". The standard is referenced in the instructions for use. This assures that the mains power is isolated to prevent injury to the patient and user from the mains electrical power. Investigation of the power cord found physical damage on power cord. Although the reported event did not result in a serious injury, the report of power supply having frayed wires could contribute to a serious injury or death, if the malfunction were to recur. Therefore, baxter considers this complaint a reportable malfunction.